Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the waste reservoir, and waste pump. The cse then replaced the waste bottle, baffle and vacuum pump. The cse cleaned the vacuum trap, rebooted the system, and performed a vacuum test, which passed. The cause of the delay in testing was due to vacuum pump and associated parts malfunctions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur xp instrument stated that the waste reservoir was filling and not pumping into waste bottle. Waste vacuum low errors were obtained on the instrument. The operator had no backup system, which caused delay in testing. There are no reports of patient intervention or adverse health consequences due to the delay.